Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's registered nurse (rn) reported that a fresenius 2008t hemodialysis (hd) machine experienced blood that backed up to the venous transducer protector ten minutes after the initiation of a patient's hd treatment resulting in blood loss. The machine, a fresenius hemodialysis machine, did not alarm, but was not expected to. A fresenius dialyzer and bloodlines were also in use. The patient¿s blood was not returned following the event. The patient¿s estimated blood loss (ebl) was approximately 20ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with the same supplies. The complaint device is not available to be returned to the manufacturer for evaluation.